Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome due to lens being off axis. In a follow up, the technician reported that the surgeon exchanged the iol for the same model lens, and the pt's vision has improved. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 1202 by phone, fax, and mail. Additional info was received on (B)(6) 2012 by phone. (B)(4).